Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump alarm post-reset ram crc. The customer¿s blood glucose level was 453 mg/dl. The customer was able to rewind the insulin pump but pump error alarm again occur after battery change. The customer did not experience any symptoms of high blood glucose value. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. The test energizer battery was removed from the battery compartment and the insulin pump was monitored for ten minutes. Device powered up properly after insertion of the battery and no unexpected post-reset ram crc alarm were noted.